Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause mlc-40-user's test strip had poor fill test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 100 to 140 mg/dl. The customer did report symptom of feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017 a back to back blood test was performed by the customer non-fasting and produced test results of 65 and 84 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is within the month of (B)(6). The meter memory was reviewed for previous test result history: (B)(6). Customer called regarding results that she is getting from her meter. Customer states that results are lower than her normal range of 100 mg/dl to 140 mg/dl. Customer stated that she is feeling a little weak this morning but declines needing medical attention at this time. Verified proper storage of strips and had customer perform a back to back blood test with results of 65 mg/dl and 84 mg/dl non- fasting as customer stated that when she took her blood sugar this morning, she got a reading of 46 mg/dl so she ate some fruit cocktail. Customer stated that she did wash the syrup off the fruit cocktail prior to eating it

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 100 to 140mg/dl. The customer did report symptom of feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017 a back to back blood test was performed by the customer non-fasting and produced test results of 65 and 84mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is within the month of (B)(6). The meter memory was reviewed for previous test result history: (B)(6). Customer called regarding results that she is getting from her meter. Customer states that results are lower than her normal range of 100 mg/dl to 140 mg/dl. Customer stated that she is feeling a little weak this morning but declines needing medical attention at this time. Verified proper storage of strips and had customer perform a back to back blood test with results of 65 mg/dl and 84 mg/dl non- fasting as customer stated that when she took her blood sugar this morning, she got a reading of 46 mg/dl so she ate some fruit cocktail. Customer stated that she did wash the syrup off the fruit cocktail prior to eating it